Event description:
It was reported that there was a leakage in the balloon and the balloon would not fully inflate. The intended procedure was angioplasty of the iliac artery. The vessel had mild calcification, mild tortuosity and a 60% stenosis. The powerflex p3 balloon catheter was advanced to the lesion and inflated with an indeflator, however, the balloon would only inflate to 4 atmospheres. The catheter was removed and a leakage in the balloon was noted. No additional procedural details were provided. It is unknown if difficulty was experienced during advancement of the balloon catheter to the lesion or while crossing the lesion.

Manufacturer narrative:
The product was not returned to cordis for analysis. A device history record review was performed and showed that this lot of products (r0306101) met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly part number e7145121 with lot number 0102060015 and 0102060957. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including the burst test values. In this case, there is not enough information to draw a definitive conclusion between the device and the reported event, however, vessel characteristics may have been a contributing factor.